Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. A pairing/download test with nordic bluetooth device was performed and passed. There was no data log available to review. A bin file analysis was performed and fatal errors were found. Confirmation of the complaint was confirmed via product. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.